Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: there is a foreign object in the original packaged shaver blade. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be improper cleaning process, qc incoming, and in process inspections. The material was not removed during the cleaning process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material in the sterile packaging.